Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained by the laboratory personnel. The same sample was retested on the max and gave a negative result. Confirmation testing was also performed using a different test method and the result was negative. A new sample was collected, tested on the max system, and the result was negative. The false positive result was sent to the doctor, but there was no report of patient impact. Eua #: (B)(4).

Manufacturer narrative:
H.6. Investigation: the complaint investigation for false positive results with the bd sars-cov-2 reagents for bd max¿ system (ref 44500301) lot 0168231 was performed by the review of the manufacturing records, customer¿s data analysis and verification of complaints history. Review of the manufacturing records of bd max sars cov-2 indicated that the qc results met the specification for release and use. Customer reported false positive results on one sample, it was positive on run #280 but repeated negative on run #283. Customer provided runs #280 and #283 for analysis. Analysis of the curves show a fluorescence increase with a late CT for both targets. The increase observed seems to be a late but real amplification. The repeat test was performed using a new sample collection on run #283, and no amplification was visible. The most probable cause of this discrepancy is that the sample was a low positive sample, at the assay limit of detection (lod) or the result of contamination. There is no complaint trend for false positive result for the bd sars-cov-2 lot 0168231. The root cause for the false positive result was not identified. Bd cannot confirm the complaint based on the investigation that was performed. No corrective and preventive action (CAPA) was initiated. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Eua #: (B)(4).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained by the laboratory personnel. The same sample was retested on the max and gave a negative result. Confirmation testing was also performed using a different test method and the result was negative. A new sample was collected, tested on the max system, and the result was negative. The false positive result was sent to the doctor, but there was no report of patient impact. Eua #: (B)(4).